Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was unable to replicate the customer reported complaint. An in-house green stapler reload was installed on the instrument and the instrument was then installed on an in-house system and passed electrical continuity testing. The instrument homed and the reload was recognized. The grip opened/closed; however, the instrument did not move in the roll direction when the master tool manipulators (mtm) on the surgeon side cart (ssc) were rolled. When the input motion at the mtms in a combination of roll and pitch/yaw, the output motion was non-intuitive the instrument¿s housing was removed and it was discovered that the instrument had a broken roll brake bearing. Bearing fragments likely migrated into the roll gear, thus preventing the roll motion. It was concluded that the bearing failure mechanism was likely due to stress corrosion cracking. The roll brake assembly was removed from the instrument and it was observed that the main tube was still able to be moved manually. The instrument was manually shifted from roll to fire and clamp states and driven in each of those states. There was no increase in the friction observed while driving the instrument in clamp and fire states, thus suggesting that loose fragment are not interfering with the drivetrain. One bearing ball was observed to be stuck to the chassis magnet, but other fragments were not accounted for. When the roll brake bearing breaks, the instrument loses its ability to disengage the roll brake, leaving the roll position fixed in one place, resulting in a mismatch in the roll position perceived by the system and the physical roll position of the instrument which in turn results in non-intuitive wrist motion. Review of the instrument¿s logs showed that it was last used in a surgical procedure on (B)(6) 2018. The instrument fired 3 reloads on the first 3 installs and all fires were completed. On the 4th installment the instrument homed, but it did not perform any clamps or fires. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon was unable to grip the patient¿s tissue due to the instrument would not perform side to side articulation. Failure analysis investigation found the instrument had a broken roll bearing. While there was no report of any patient harm, adverse outcome or injury, recurrence of the brake roll bearing failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the stapler 45 instrument would not grip. There was no report of any patient harm, adverse outcome or injury and the planned surgical procedure was completed with an instrument of the same type. On 07-feb-2018, intuitive surgical, inc. (Isi) received additional information from the isi clinical sales representative (csr), regarding the reported event. According to the csr, he was present for the surgical procedure. The csr indicated that the surgeon experienced issues with the wrist of the stapler 45 instrument, in which the instrument would not complete its side to side articulation. The surgeon told the csr ¿this does not feel right¿. The affected instrument was removed from the patient and examination of the instrument found that when the instrument was manually manipulated it behaved in a difficult manner and the wrist would lock in place. After installing a replacement stapler 45 instrument, there were no further issues. According to the csr, the instrument was not clamped on tissue when the instrument wrist issue occurred.